Event description:
Acmi flexible ureteroscope, which had recently been sent out for repair, was used for the first time since being returned and malfunctioned again during a procedure. The same flexion problem as before occurred again with staff hearing a clicking sound.